Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer to determine the current status of this device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was unable to power on. There was no patient use associated with the reported failure.